Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (60 mg/dl). The customer consumed carbohydrates to stabilize bg level. The customer stated to be pregnant and that it is normal for bg levels to drop down to the reported bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.